Manufacturer narrative:
The reported device has been returned and is currently in investigation process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "incompatible sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness. Customer refused to further troubleshoot and no further information of the event could be obtained. There was no report of death or permanent impairment associated with this event.

Event description:
A "incompatible sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness. Customer refused to further troubleshoot and no further information of the event could be obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures was observed in the event log. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The user complaint stated incompatible sensor. An extended investigation was further performed. Visual inspection has been performed on the returned sensor and sensor state 1 was observed. The sensor successfully communicated with a known good reader. Incompatible sensor error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.